Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to plug the tandem wall adapter into a working outlet and wait at least 30 minutes to see if the pump began charging. Customer did not require further assistance from technical support.